Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the proximal left anterior descending (lad) artery. An unspecified stent was deployed. The 5.0 x 8 mm nc trek dilatation catheter was prepared for use and it was noted that the protective sheath was difficult to remove. The device was advanced into the anatomy for post-dilatation of the implanted stent. The balloon was inflated three times. An attempt was made to deflate the balloon; however, the balloon could only be partially deflated. The partially inflated nc trek and guide wire were retracted into the guiding catheter and all devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay was reported. A non-abbott dilatation catheter was then used for post-dilatation. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The inflation issue could not be replicated in a testing environment due to the condition of the returned device. The difficulty removing the protective sheath could not be confirmed because the protective sheath was not returned for analysis. The investigation was unable to determine a conclusive cause for the difficulty removing the protective sheath. The reported deflation issue appears to be related to operational context of the procedure. It should be noted nc trek rx instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: it was reported that the nc trek balloon was inflated up to 20 atmospheres. No additional information was provided.